Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, hematoma, infection, pseudoaneurysm, dissection and nerve damage, and the relationship to the product, if any, cannot be determined. The patient effect of hemorrhage, hematoma, infection, pseudoaneurysm, dissection and nerve damage are listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. A definitive cause for the reported adverse event without identified device or use problem could not be determined. The reported unexpected medical intervention and surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of procedure estimated as (B)(6) 2021 the study took place between (B)(6) 2021 to (B)(6) 2023. D4: the UDI is not known as the part and lot number were not provided. Literature attachment: a comparative study between surgical cut down and percutaneous closure devices in management of large bore arterial access.

Event description:
This study compared the complication rates when closing an access site in the common femoral artery relative to an endovascular aneurysm repair (evar) or transcatheter aortic valve implantation (tavi) surgically or with the use of proglide devices. It was found that there was a lower rate of complications such as hematoma, a shorter procedure time, and a shorter hospital stay when proglide devices were used as the closure method. Additionally, differences in baseline and post procedure hemoglobin requiring blood transfusions were compared between the two groups. The study concluded that the group that received proglide devices as the method of closure had higher levels of hemoglobin pre and post procedure in addition to requiring less blood transfusions than the surgical group. Furthermore, this study referenced proglide devices being associated with improved patient comfort and earlier ambulation resulting in quicker recovery and hospital discharge, less complications associated with prolonged bed rest and better patient turnover. Specifically, complications such as infection, nerve injury, pseudo aneurysm and dissections (requiring surgery) are less common when proglide devices are chosen over the surgical approach. Specific patient information is documented as unknown. Details are listed in the attached article, "a comparative study between surgical cut down and percutaneous closure devices in management of large bore arterial access."